Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's mother reported that her daughter had to have an emergency explant surgery of lead and generator approximately two weeks post-explant due to a horrible infection that developed. The mother was very concerned that the infection had traveled so quickly and that part of the lead had to be removed, too. Her daughter was very fragile and the infection was severe. She had concern of the sterility of the products. The manufacturer's device history records were reviewed. Sterilization of both the generator and lead prior to release was verified. It should be noted that the patient also had high impedance detected on her device prior to the infection as captured in MFR report # 1644487-2019-00899. No further relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently indicate that intervention was taken.

Event description:
It was reported that the patient was healing nicely after her explant. No further relevant information has been received to date.